Manufacturer narrative:
Evaluation summary: upon analysis, the helix was fully retracted and clogged with blood/tissue and the inner coil inside the connector region was overtorqued. After cleaning the helix and applying torque directly to the connector pin, the helix can be extended and retracted. The full helix length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead with the exception of damage consistent with that occurring at the time of explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A right ventricular lead dislodged and the pacing threshold increased. It was explanted and replaced.